Event description:
It was reported to philips that the system (geo-pc) did not startup and displayed the message: "geometry movements partly available", therefore no stand or table movements. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2024-01000. This complaint will be closed as duplicate.